Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer is reporting excessive no delivery and believes he is receiving no delivery due to inserting insulin pump into thigh. Customer was able to clear no delivery with a complete infusion set change. Customer's blood glucose was 341 mg/dl. Customer declined to send insulin pump for analysis. Customer was advised to call back should problem persist. No further information provided.